Event description:
It was reported that during the implant after placing this right atrial (ra) lead into the heart high pacing thresholds were seen. The position of the lead was changed resulting in the patient to vomit and blood pressure to drop. The ra lead was thus not implanted and instead a single chamber pacemaker was implanted. No adverse patient effects were reported.